Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by the surgeon that one of their techs opened a suture and found there to be wetness/moisture inside the packaging. When he received the package, it was no longer wet but I feel this is something that you should be aware of. Below is additional information about the suture. There was no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 12/4/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you confirm where on the packaging the wetness/moisture was found (e.g., individual packaging, outer/secondary packaging, plastic overwrap)? Was the product seal on the foil still intact when the package was opened? Is there any indication of the possible source of the wetness/moisture? Any photos available for visual analysis? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). H3 investigational summary: the product was returned to ethicon for evaluation. One empty open foil and one labeled winding former with eight needle suture combinations were received for analysis. The product code vcp840d is multistrand and contains eight strands per packet. Upon initial inspection of the returned sample, no foreign matter, wetness/moisture or anomalies were observed on the sample. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no foreign matter or anomalies were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.